Event description:
Reporting status: malfunction. Reporting rationale: loose stent during use has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the stent was not mounted on the stent delivery system firmly and securely, as movement of the stent was noticed during advancement to the lesion. It was removed from the pt and replaced with another device. No add'l event or pt info is available.

Manufacturer narrative:
Results code - product performance engineering could not determine a conclusive root cause for the stent movement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood visible. There was fluid visible in the guide wire lumen and moisture in the inflation lumen. The stent was loose on the balloon, but between the markers. The proximal end of the stent has one strut flared up away from the balloon. There were crimp marks on the balloon when the stent was moved distally. The balloon was tightly folded. There were two kinks noted to the hypotube, 3cm and 14cm distal to the strain relief tubing. There was no other damage noted. The tip seal length was measured and met manufacturing criteria. A laser micrometer was used to measure the stent outer diameters. The proximal outer diameter was measured distal to the damaged strut. The proximal, middle and distal measurements were oversized and did not meet manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that during advancement of the coronary stent system (css) to the lesion, stent movement was noted. Results from quality assurance technician analysis of the returned mini vision css confirmed the reported complaint, as the stent was loose on the balloon. Stent crimp marks were observed on the tightly folded balloon, between the marker bands, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. A proximal strut was flared. The strut damage likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. No conclusive root cause can be determined for the lifted strut in this case. Kinks were noted along the hypotube. There was no mention of this in the incident report and is likely the result of the packing/shipping of the device back to abbott for evaluation. The tip seal length was measured and found to be within specification; however, the crimped stent outer diameter was measured and found to be oversized. Although, movement was noted during advancement, there was no damage noted as being observed during the pre-use inspection. A conclusive root cause of the stent movement cannot be determined. Product performance engineering will monitor the incident circumstances. All stent delivery system are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This mde is considered closed by the product performance group.